Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins). It was reported that they tried to adjust the unit up a bit. When they seemed to hit sync, it immediately went to 4.9 volts. The stimulation was killing the patient, they were in horrible pain, and they panicked. It was noted that the stimulation was set to 3.2 or 3.1 volts prior to it going to 4.9. They were able to get the stimulation down, noting they were on program 2 at 3.5 volts. The patient¿s other programs were program 3 at 3.3 volts, program 4 at 3.7 volts, and program 1 at 0.0 volts. No further complications were reported or anticipated.